Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. Two days post-op on (B)(6) 2011, the patient was returned to the facility for an emergency laparotomy, for a staple line leak. The leak was repaired by sutures. The patient remains in the ICU. The patient took a turn for the worse over the weekend and had to be re-intubated on monday. The reason for the re-intubation is unknown at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. 12 firings of the device were used during this case. Gold was used with seamguard on the last firing of the case to top off the anastomosis only. A successful leaktest was successfully completed during the original procedure. Patient presented with a leak two days postop. Surgeon completed an emergency laparotomy and found leak at last vertical firing of the stomach pouch. Visibility and access was very difficult. Leak had to be oversewed using endostitch laparoscopic instrumentation. Patient is still currently in ICU as of 11/28, but is recovering. Drain that was placed is currently clear. Surgeon continues to use the device.